Event description:
It was reported that pt expired due to unk reason. It is unk if pt's death was device related. Implant duration 0 days. No further details were provided. Info learnt from implant pt registry.

Manufacturer narrative:
Device not returned.